Manufacturer narrative:
Ge healthcare¿s (gehc) investigation has been completed and the root cause could not be determined. Neither the hospital staff nor the gehc field engineer inspection identified any source of malfunction. It is likely that the cause of the loss of ventilation was either a transient obstruction in the patient circuit or a patient related condition. The risk analysis determined that no additional mitigations are available to reduce the risk, and the risk has been reduced as far as possible. No further actions are planned by ge healthcare.

Event description:
The hospital reported a patient was connected to an avance cs2 when the unit allegedly stopped ventilating. It was reported that the patient desaturated to 62% and developed significant hypercapnia, which required emergent cardiopulmonary bypass to maintain hemodynamic stability. The patient was sedated and stabilized and placed on a different vaporizer in the ICU to proceed with the case. There were no reported patient sequelae. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.